Event description:
Per maude event report, it was reported that post a coronary stenting treatment procedure, pt complications occurred. The physician implanted an unk size express2 stent in the right coronary artery (rca). An unspecified amount of time later, the pt had open heart surgery with mitral valve replacement with a mechanical prosthesis, and a pacemaker with a defibrillator. Kidney failure is now present. No further info was available.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.